Manufacturer narrative:
(B)(4). Investigation summary: the device was returned in good condition. However, no click sounds were heard when the trigger was pressed. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. Upon disassembly, it was found that the clicker was broken at one end. The broken piece was not found. Possible cause of clicker damage is repeated cycling of the handle trigger in excess of the low cycle fatigue limit of the clicker component. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that after using the harhd1000i for 2 hrs there was no tactile and audible feedback anymore from the handle. Device was anyway still usable. They accepted that there was no feedback and used the harmonic till the end of surgery. No patient impact reported.